Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported that the patient had their implantable neurostimulator (ins) replaced on (B)(6) due to normal longevity and end of service (eos). The patient saw the healthcare provider (hcp) for a post-op appointment on (B)(6). When the patient was seen at their post-operative visit on (B)(6) the patient¿s ins programs were perfect and he was doing great. Unrelated pump stall event captured in pe (B)(4). Unrelated charging issues/replaced event captured in pe (B)(4).